Event description:
It was reported that the patient's lead intermittent high impedance, sensing integrity counter (sic) and a possible fracture. Additionally, the device may have a connection or setscrew issue. The device remains in use and a revision procedure is planned for the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.